Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. Evaluation: the device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. A review of the device log observed one unintended rescue mode exit. This can happen if the user presses the energy select up/down arrow keys, or the charge button while in analysis/CPR protocol mode, the unit transitions to manual mode. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.